Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted after new information has been received. A "error head" was being displayed as soon the control knob passed 1000rpm. The device was investigated by emtec and it was resulted that the ic1 was defective on the electronic modules mc2. The cause was a hot plug, during which the rfd was attached to the console. Execution of the function and end test. After successful investigation and repair the device was checked and tested by maquet service and sent back to the customer for clinical use.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). Error head is being displayed as soon as the control knob passed over 1000rpm. It appended during priming/setup. No patient involvement.